Event description:
The central monitoring system (cns) rebooted but failed and the application will not start correctly. Screen displays "display controller error." Rebooting does not resolve issue. Ref # MFR 8030229-2014-00013.